Event description:
The pt missed a pump refill. The pump contained morphine, dilaudid, fentanyl, clonidine, and baclofen. The pt experienced a return of symptoms that began around (B)(6) 2011 or (B)(6) 2011. The symptoms included severe muscle spasms over the entire body. The pt experienced withdrawal and it was noted he "lost 4 days" due to withdrawal that occurred (B)(6) 2011- (B)(6) 2011. The pt was sent to the ER on (B)(6) 2011. The pt recovered from the withdrawal. Because the pump was empty, the pt wanted the pump explanted. As of (B)(6) 2011, the pump alarm was sounding. It was noted the pt "has tried many doctors for pain relief" but no hcp would treat the pt unless the pump was explanted. The pt had or would be relocating and was trying to establish care with another hcp. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).